Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure there was an issues while placing the tfna nail and screw. A part of the internal wire broke off. No broken fragment retained in the patient. The surgeon used another nail to finish the case. There was about thirty (30) minutes surgical delay. The procedure was successfully completed. No further information provided. This report is for one (1) tfna scr perf l115 tan.

Manufacturer narrative:
The screw had been damaged during use. This could have been due to excessive pressure applied during procedure. A definitive assignable root cause could not be determined from the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: (B)(4) / packaged, sterilized and released by: (B)(4). Release date: 08-may-2020. Expiration date: 01-apr-2030. Part number: 04.038.210s, tfna fenestrated screw 115mm -sterile. Lot number: 54p4341 (sterile). This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.